Manufacturer narrative:
(B)(4).

Event description:
After the patient's mother removed the plaster, she saw that the skin was red and bumpy like an open sore. The patient was prescribed stocare protect barrier spray and antihistamines, which the patient is currently taking. The patient has also been referred to an allergy specialist and is fine now.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.